Event description:
The patient (adr-(B)(4). ) purchased an injection needle, opened the package of one of the needles and put it into the injection pen. After removing the needle cap, the patient found that the needle was bent, so the patient replaced it with a new needle. On june 11, customer service called the contact person three times but no one answered. On june 12, contacted the customer and confirm that no liquid when injection , and when removed, the needle was found to be bent at the pen quill side. Sample availability? No sample availability details: no.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test and IV and np end cannula appearance check was conducted on 7pcs retention samples. No failure was found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.